Event description:
Reporter alleged obtaining a discrepant blood glucose result of lo (less than 10 mg/dl) on compact system 1 compared back to back with a result of 216 mg/dl on compact system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (unk lot number and expiration date). Reference medwatch report is for the suspect device used in system 2.